Event description:
According to the reporter, during the procedure, the needle broke at the tip. The broken needle piece was found on the floor. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during the neuro cranial procedure, the needle broke at the tip.